Event description:
It is reported that the patient has a broken end cap on the insulin pump. The patient's blood glucose level was 120mg/dl. Trouble shooting was performed and found that patient fell on pump. Patient is advised to resort to backup method and cease use of the insulin pump. Pump is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.